Manufacturer narrative:
(B)(4). Publication year of 2003. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/ batch number has not been provided.

Event description:
Title: laparoscopic ventral hernia repair with extraperitoneal mesh authors: pradeep k. Chowbey, ms, mnams, fimsa, fais, fics, anil sharma, ms, fics, frcs, rajesh khullar, ms, fics, vandana soni, ms, and manish baijal, dnb, mnams citation: surgical laparoscopy, endoscopy & percutaneous techniques vol. 13, no. 2, pp. 101¿105. This study discussed about the laparoscopic ventral hernia repair with extraperitoneal mesh. Between june 1998 and june 2000, 34 patients (female=24, male=10; mean age=52 years, age range=34-70 years; mean bmi=27.4, bmi range-23-34) underwent laparoscopic extraperitoneal mesh placement for repair of ventral hernia. During the procedure, the pre-peritoneal space was created with a harmonic scalpel (ultracision; ethicon) in 3 patients and a combination of sharp and blunt dissection in 31 patients. Reported complications included iatrogenic peritoneal tears (n=?). In conclusion, laparoscopic extraperitoneal placement of a mesh is feasible and appears to be an advance over laparoscopic intraperitoneal mesh placement for incisional hernias in selected patients.